Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient woke in the morning and the cgm indicated he was low. His mother gave him juice; however, the cgm continued to indicate his glucose was low. A bg was not performed. The patient went to school but his cgm continued to alert for low, so he went to the school nurse who performed a bg which was 497 mg/dl. The parent reported the patient experienced a stomachache, vomiting, headache, dizziness, diaphoresis, irritability, and lethargy. The patient was taken home, his cgm continued to display low but his bg at home was 584 mg/dl. It was not confirmed if any or the type of treatment his parent provided. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.